Manufacturer narrative:
(B)(6). Results: bd had not received samples, but photos were provided by the customer facility for investigation. The photos were evaluated and the customer's indicated failure mode for additive abnormality with the incident lot was observed. A review of the manufacturing records was completed for the incident lot and no issues were identified. Conclusion: without a sample, an absolute root cause for this incident cannot be determined. Due to the severity and occurrence of the reported condition there will be not be a CAPA opened at this time. The indicated lot # and reported condition will be tracked and trended.

Event description:
It was reported that a yellowish 2mm long edta clump was in the bd vacutainer® k2edta tube. No serious injury or medical intervention reported.